Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 270 mg/dl. The customer stated that her battery ran out. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly during testing. However, moisture damage to the keypad traces was noted during visual inspection. No unexpected numbers scrolling or button error alarms noted during testing. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device had cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window and on the reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.